Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician pulled the tube through the abdominal wall, severe resistance was met. Initially the stoma size was cut approximately 1 centimeter in a t-shape, and then the physician cut the stoma site longer because of the resistance. It was reported that the knife did not touch the tube. The physician proceeded to pull the tube into place; however the c-flex tubing tore. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician pulled the tube through the abdominal wall, severe resistance was met. Initially the stoma size was cut approximately 1 centimeter in a t-shape, and then the physician cut the stoma site longer because of the resistance. It was reported that the knife did not touch the tube. The physician proceeded to pull the tube into place; however the c-flex tubing tore. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Received a one step button delivery system with residue present on the device to indicate use. The button had been placed and was not returned. The pull wire was found to be threaded through the psmd and attached to the wire loop of the dilating tip. The pullwire, psmd and delivery system dilating tip were without issue. The heat shrink and black suture were still attached to the delivery system, the red strip was not returned. A physical examination found the c-flex tubing was found to have been cut/ torn apart at 2.2 cm from the distal end. The c-flex tubing also presented a radial impression of hemostats or similar instrument. The condition of the returned unit was consistent with the complaint incident that button was torn/ split. A physical examination of the button device found the c-flex tubing of the delivery system presented nicks and cuts caused by a scalpel or similar instrument. It appears the incision size was too small for placement causing resistance. The incision was then enlarged to facilitate placement of the device in the patient. The cutting of the c-flex tubing of the delivery system most likely occurred during the enlargement of the incision during device placement. Therefore, based on the event description, additional information provided and the evaluation of the returned device, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 15105161 was performed and revealed no issues related to the reported complaint.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.